Event description:
During baxter's eval, a pump alarmed door not fully latched. Any pt involvement is unk as this occurred during the eval.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The door not fully latched alarm was reproduced during the eval. It was observed that the alarm occurred because, the force required to secure the door is above expected levels and if not applied will cause unit to alarm. As a result, the door hooks and latch pins have been replaced.